Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) glucose reaching 42 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Recommendation was made to discuss diabetes management with a health care professional. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the low bg issue; however, the customer did not respond.